Event description:
Caller reported damage to pump housing surrounding the usb port, impacting ability to charge the pump and causing it to shut down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.